Manufacturer narrative:
Further testing of the sample using euroimmun avidity assay resulted in high avidity for this sample. The recomblot rubella igg revealed a clear reactivity against e2 (+), whereas the platelia rubella igm assay was determined clearly negative for this sample. Considering all of the results, a fresh infection can be excluded for this patient. The cause of the event could not be determined. The investigation did not identify a specific product problem.

Manufacturer narrative:
The customer confirmed that the data is as follows: 2 determinations : roche cobas rubella igg and igm (B)(6) 2017 :rubella igm 5.74 (positive) and igg : 459.1 iu/ml (positive). (B)(6) 2018 : rubella igm 6.29 (positive) and igg : 787 iu/ml (positive). (B)(6) 2018: reference center : siemens : bep rubella igm : neg and igg : 53 iu/ml (positive). This information replaces the patient data provided in the initial medwatch. The investigation is ongoing.

Manufacturer narrative:
A sample was sent to the manufacturer for investigation. The positive rubella igg and igm results obtained by the customer were confirmed on a cobas e 601 analyzer using retention reagent. Investigation is ongoing.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for one patient sample tested with the elecsys rubella igg immunoassay and the elecsys rubella igm immunoassay on a cobas 6000 e 601 module. Of the two tests, the sample had an erroneous rubella igg value that was reported outside of the laboratory to medical personnel treating the patient. The sample resulted with a positive rubella igg value when tested on the e 601 analyzer. The sample was sent to a reference laboratory where it was tested using an unknown method, resulting in a negative value. The patient returned to the customer site and had another sample tested. This sample also had a positive rubella igg value when tested on the e 601. No adverse events were alleged to have occurred with the patient. The e 601 analyzer serial number is (B)(4).